Manufacturer narrative:
(B)(4). Customer reports: physical damage to insulin pump. Insulin pump received with missing reservoir tube lip o-ring and retainer ring. Unable to perform displacement test and p-cap / reservoir will not lock properly in-place due to missing retainer. The following cosmetic damage was noted during visual inspection: broken off piece at the reservoir tube lip. Minor scratched display window, case and keypad overlay. Missing display window cover and dog chew marks at casing. In conclusion: the customer complaint of physical damage is confirmed.

Event description:
Information received by medtronic indicated that the insulin pump was damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.